Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they had been getting abnormally high results for an unspecified number of patient samples tested with co2-l bicarbonate liquid and ise indirect na for gen.2 on a cobas 6000 c (501) module. The customer provided data for four patient samples and of these, three had erroneous na results. No erroneous results were reported outside of the laboratory. The first patient sample initially resulted with an na value of 151 mmol/l, which repeated as 142 mmol/l. The second patient sample initially resulted with an na value of 159 mmol/l, which repeated as 144 mmol/l. The third patient sample initially resulted with an na value of 148 mmol/l, which repeated as 140 mmol/l. No adverse events were alleged to have occurred with the patients. The na electrode lot number and expiration date were asked for, but not provided. The customer noted that prior to a service visit, they had questionable results for an unspecified number of patient samples tested for other assays. The reaction kinetics of these samples indicate that there was no sample addition. There was visible gel on the sample probe. No incorrect results were reported outside of the laboratory. No further details were provided. The field service engineer found that cuvettes were overflowing due to high rinse volume. He replaced the rinse and detergent tubing. The issue was resolved after this service action. The investigation determined that the issue was resolved by the service actions.